Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 268 mg/dl and 50 mg/dl. The customer had hypoglycemic symptoms of feeling dizzy at the time of the results. The customer called the emts. Approximately 20 minutes after customer's results, the emt meter read 147 mg/dl. The customer was tested again on emt meter 10 minutes after the 147 mg/dl result and a 61 mg/dl result was obtained. The customer was transported to the hospital where unspecified tests were run. The customer was not admitted to the hospital and did not receive any treatment at the hospital. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.